Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high shock lead impedance measurements greater than 125 ohms. A review of remote monitoring data, the shock lead impedance had also exceeded 125 ohms in (B)(6) 2017. There have been no shocks delivered by the device since implant. Boston scientific technical services (ts) discussed a potential of calcification on the coils. All other lead measurements were within normal limits. No adverse patent effects were reported. Additional information received indicated that the patient was brought in and a 1.1 and a 41 joule (j) shock were delivered. The shock impedance for the 1.1 j shock reported 79 ohms and the shock impedance for the 41 j shock reported 103 ohms. There was also a commanded shock test following the 41 j shock, which reported another shock impedance of 103 ohms. The physician planned to continue to monitor the issue based on these results. The remote monitoring limit also planned to be set to a higher value for monitoring. Additional information received reported that this right ventricular (rv) defibrillation lead continued to exhibit high out of range shock impedance measurements greater than 150 ohms. Previously successful commanded shocks from 2020 resulted in a shock impedance measurement of 99 ohms. Technical services (ts) reviewed troubleshooting options and possible interventions, including additional commanded shocks or potential lead revision. Additional information received reported that ICD replacement was scheduled and completed in (B)(6) 2023, however this rv lead remains in service with a high out-of-range shock impedance measurement of 128 ohms. No additional adverse patient effects were reported. It was reported that this rv lead continued to exhibit a gradual rise to high out-of-range shock impedance measurements in the 160-165 ohms range in triad. The device was reprogrammed rv-to-can and had been stable at approximately 150 ohms since early 2024, however rv lead replacement was recommended. The physician planned to do a venogram to see whether he could drop a new lead. This rv lead remains in service at this time. No additional adverse patient effects were reported. Additional information received reported that this rv lead was surgically abandoned and replaced. It was noted that the implantable cardioverter defibrillator (ICD) was also explanted and replaced during that time. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high shock lead impedance measurements greater than 125 ohms. A review of remote monitoring data, the shock lead impedance had also exceeded 125 ohms in (B)(6) 2017. There have been no shocks delivered by the device since implant. Boston scientific technical services (ts) discussed a potential of calcification on the coils. All other lead measurements were within normal limits. No adverse patent effects were reported. Additional information received indicated that the patient was brought in and a 1.1 and a 41 joule (j) shock were delivered. The shock impedance for the 1.1 j shock reported 79 ohms and the shock impedance for the 41 j shock reported 103 ohms. There was also a commanded shock test following the 41 j shock, which reported another shock impedance of 103 ohms. The physician planned to continue to monitor the issue based on these results. The remote monitoring limit also planned to be set to a higher value for monitoring. Additional information received reported that this right ventricular (rv) defibrillation lead continued to exhibit high out of range shock impedance measurements greater than 150 ohms. Previously successful commanded shocks from 2020 resulted in a shock impedance measurement of 99 ohms. Technical services (ts) reviewed troubleshooting options and possible interventions, including additional commanded shocks or potential lead revision. Additional information received reported that ICD replacement was scheduled and completed in (B)(6) 2023, however this rv lead remains in service with a high out-of-range shock impedance measurement of 128 ohms. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received from the local field representative indicated that the patient plans to be see in approximately three months. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high shock lead impedance measurements greater than 125 ohms. In a review of remote monitoring data, the shock lead impedance had also exceeded 125 ohms in (B)(6) 2017. There have been no shocks delivered by the device since implant. Boston scientific technical services (ts) discussed a potential of calcification on the coils. All other lead measurements were within normal limits. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicated that the patient was brought in and a 1.1 and a 41 joule (j) shock were delivered. The shock impedance for the 1.1 j shock reported 79 ohms and the shock impedance for the 41 j shock reported 103 ohms. There was also a commanded shock test following the 41 j shock, which reported another shock impedance of 103 ohms. The physician planned to continue to monitor the issue based on these results. The remote monitoring limit also planned to be set to a higher value for monitoring.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high shock lead impedance measurements greater than 125 ohms. A review of remote monitoring data, the shock lead impedance had also exceeded 125 ohms in january 2017. There have been no shocks delivered by the device since implant. Boston scientific technical services (ts) discussed a potential of calcification on the coils. All other lead measurements were within normal limits. No adverse patent effects were reported. Additional information received indicated that the patient was brought in and a 1.1 and a 41 joule (j) shock were delivered. The shock impedance for the 1.1 j shock reported 79 ohms and the shock impedance for the 41 j shock reported 103 ohms. There was also a commanded shock test following the 41 j shock, which reported another shock impedance of 103 ohms. The physician planned to continue to monitor the issue based on these results. The remote monitoring limit also planned to be set to a higher value for monitoring. Additional information received reported that this right ventricular (rv) defibrillation lead continued to exhibit high out of range shock impedance measurements greater than 150 ohms. Previously successful commanded shocks from 2020 resulted in a shock impedance measurement of 99 ohms. Technical services (ts) reviewed troubleshooting options and possible interventions, including additional commanded shocks or potential lead revision. Additional information received reported that ICD replacement was scheduled and completed in december 2023, however this rv lead remains in service with a high out-of-range shock impedance measurement of 128 ohms. No additional adverse patient effects were reported. It was reported that this rv lead continued to exhibit a gradual rise to high out-of-range shock impedance measurements in the 160-165 ohms range in triad. The device was reprogrammed rv-to-can and had been stable at approximately 150 ohms since early 2024, however rv lead replacement was recommended. The physician planned to do a venogram to see whether he could drop a new lead. This rv lead remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event resolution. At this time, no further information is available. Should additional information become available this report will be updated.